Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow up CT scan observed a distal type I endoleak. A type ii endoleak was also noted coming from the right hypogastric artery. The physician performed a secondary intervention and implanted an endurant limb 16x10x124, resolving the event. The patient will continued to be followed for the type ii endoleak. Per the physician, the cause of the endoleak was due to the patient¿s anatomy; disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).